Event description:
The facility reported that the device was implanted on (B) (6), 2010, about seven weeks post-op, the patient had developed a right-sided sore throat that was quite severe. Patient went to see a different physician about the sore throat and was treated with erythromycin with some improvement. On (B) (6), patient returned to the implanting doctor who stated that the patient had developed an ulceration on the lower palate which continued to cause some pain. Implanting doctor changed the antibiotic to omnicef and reported that the patient appeared to have an aphthous ulcer just above the free edge of the palate, way right of the location of the implants. Palpation disclosed some draining of purulent material. The doctor anesthetized the palate and through an incision removed the implant. The implant site and incision wounds were joined to ensure adequate opening of the infected tissue. The doctor concluded that it was a wound infection following the pillar implant insertion and continued omnicef and also prescribed toradol for pain. The doctor will see the patient again in six weeks to reevaluate the palate, reevaluate his snoring, and do a laser palatoplasty if needed. Patient reported to the doctor that he was improving, but noticed a red blister-like swelling to the right of the surgical wound pain had increased.

Manufacturer narrative:
A medwatch form was not received from the reporter. Any missing or incomplete data on form 3500a is the result of information not being provided or released by the reporter. This product was being used for treatment. An analysis can be performed as the actual device was not made available for evaluation and no remaining devices of the reported lot were available for evaluation. A review of the manufacturing records showed no anomalies. On (B) (6), the doctor reported that the patient's abnormality is now determined to be an inflamed tonsil tag that was not noticed in previous visits, otherwise palate wound looks okay and is healing well. The IFU for the pillar implant describes the following: potential complications: use of the system involves potential risks normally associated with the use of any implanted device, including but not limited to difficulty swallowing, erosion of implant, gastro-intestinal obstruction, implant aspiration, implant rejection, implant migration, infection, mucosal edema, partial/full extrusion of implant, sore or scratchy throat, voice/taste change, allergic reaction to implant material, or foreign body sensation. Partial extrusions of the implant did occur during clinical studies, and patients should be informed of this potential complication.